Event description:
The zenith main body was deployed to the contralateral limb. The contralateral limb was cannulated successfully. During the release of the top cap, the operator experienced difficulty withdrawing the wire. The pin vise was loosened and the inner cannula was slightly moved in an attempt to free the trapped trigger-wire. Several attempts were made to free the wire with no success. The trigger-wire release mechanism did break off the wire on the least attempt of releasing the wire, but the operator decided that there was too much force needed to continue withdrawing the wire and opted to convert the pt to an open repair of the aneurysm. The zenith device was removed from the open aorta by cutting the device below the graft and taking the graft with the top cap out of the aorta. The reminder of the delivery system was withdrawn from the femoral artery.